Event description:
After surgery, on CT, there was a note of a possible retained sponge. Surgical team brought pt to the or to remove retained item.; used c-arm to localize the retained item. The prior count was recorded as correct. Upon opening up the pt, the portion of the radiopaque strip was found-about 1 1/4 inches long. Length of the entire strip is 3 inches long. Strip is the width of a suture. The strip that was removed was found to be a portion of the strip imbedded in a sponge.